Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming did not alleviate the problem. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is the final report. Since customer reported disposing of his meter, no further investigation can be conducted. If the meter is returned at a later date, an investigation will be undertaken and a follow-up report will be sent. Note: the readings reported by the customer were not taken within 10 minutes making the readings invalid for comparison.

Event description:
Customer's wife reported customer received erratic readings of 101 mg/dl and 299 mg/dl from their freestyle freedom lite meter on (B) (6) 2010. During trouble shooting with the adc customer services, it was discovered that customer's meter appear to have missing or extra segments. Customer's wife also reported at the end of may 2010, customer self-administered with 4 to 5 units of his insulin medication then experienced symptoms of hypoglycemia and loss of consciousness. Customer was treated with food and juice to counteract his symptoms. It is unknown what reading customer received at the time of his medical event. At a follow-up call by the adc customer services, customer stated that he already disposed the meter thus not able to recall the reading. There was no report of third party medical intervention, death or permanent impairment associated with this event.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.